Event description:
Lenses were returned to the verification with a return form. On the return form, it was documented the reason for the return was "ulcer". No further info was provided.

Manufacturer narrative:
(B)(4). Unopened product was returned and was found to meet specifications. The device history record and sterilization record for this lot is pending review. Upon completion of the investigation, if there is any further relevant info, a follow-up medwatch will be filed. (B)(4).